Event description:
It was reported occlusion alarms occurred. Reportedly, the customer cleared the alarm, and successfully resumed insulin delivery. Additionally, it was reported that the battery gauge was fluctuating resulting in the pump shutting down. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer administered a manual injection of insulin to address the bg. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.